Manufacturer narrative:
H10: the customer called in to report that a "cbitbatteryfailed" error had occurred in the event logs. A field service engineer (fse) went onsite and was unable to duplicate the reported issue via test run performed. The fse replaced the battery due to occurrence of "check vent: internal battery failed" (diagnostic code 1124) was confirmed in the event log. The fse replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that a cbit battery failed error had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Repair is currently pending. The investigation is ongoing.